Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. A photo was provided. The photo showed and assembled lens case. A yellow lens appeared to be inside the case. No determination can be made for the lens damage as the lens was not visible except for the yellow color though the case. A company cartridge was beside the closed lens case. The view was from the bottom. There appeared to be ovd in the cartridge; however, none was visible at the end of the nozzle or tip. No damage was visible in this view. Unable to determine if the cartridge was placed into a handpiece. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, lens got fractured at incision. The lens was not implanted. The procedure was completed on the same day. Additional information has been requested.